Event description:
It was reported that this pacemaker device was found in safety mode. A technical service consultant reviewed data, and recommended device replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that this pacemaker device was surgically removed and replaced. Besides surgical intervention no adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, however access to device memory was inaccessible. All bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was found in safety mode. A technical service consultant reviewed data, and recommended device replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that this pacemaker device was surgically removed and replaced. Besides surgical intervention no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was found in safety mode. A technical service consultant reviewed data, and recommended device replacement. The device remains implanted. No adverse patient effects were reported.